Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown uht bipolar head. It was noted that no additional information or medical records will be provided due to hospital policy.

Event description:
It was reported that surgeon revised a left bipolar stem due to dislocation.